Event description:
It was reported that the pump had been alarming for over a year. Telemetry had not been performed, and the reporter thought the pump needed to be filled. Then it was noted that the pump reached end of service (eos) for "a couple of years" and was probably why it was alarming. The pump system was being used to infuse an unknown medication. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8596, serial# (B)(4), implanted: 2006-(B)(6), product type: catheter. Product ID: 8709, serial# (B)(4), implanted: 2006-(B)(6), product type: catheter. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 17-sep-2018 from the patient who reported that the pump was still alarming and had been alarming hourly for years. The pump had been alarming continuously since 4 am. The pump had previously delivered morphine but was turned off in 2010 because due to her insurance she had to go back to oral medication. Four years ago, her hcp (healthcare professional) decided to stop refilling the pump. She no longer had an hcp and was calling for physician listings. The patient reported no symptoms. No further complications were reported/anticipated.